Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) stopped receiving stimulation. Lead diagnostic testing revealed invalid impedances. As a result, the patient underwent surgical intervention to explant and replace the lead. During the procedure the physician noted the lead was fractured at the suture site. Effective stimulation was restored postoperative.